Manufacturer narrative:
Batch review performed on 10 oct 2024 lot 1908807: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 4 years and 2 months from the primary, the patient came in reporting anterior knee pain and instability and the cause is unknown. The surgeon resurfaced the natural patella and upsized the insert (from 10 to 12mm). The surgery was completed successfully.